Event description:
Liner half full turned off vacuum staff unaware needed to leave it on. Splashed in face. Needed to have time off work. This is a classic case of "user error" it is a common problem. Since been educated on correct procedure, incident happened again using the correct technique.